Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site and the ipg is flipping in the pocket. As a result, surgical intervention may be undertaken to address the issue.